Event description:
Pt complains that the needles feel like she's injecting with a barbed needle. Tried several from the box with the same result. Route: sq. Dates of use: 2009. Diagnosis or reason for use: insulin injection. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.